Event description:
The patient's temporary pacemaker fell on the floor while patient was dangling on the side of the bed. The patient experienced some syncope until the unit was reconnected. The patient did not have injury from episode. Education was provided to the staff on importance of securing connections to generator to prevent interruptions in pacing.